Event description:
It was reported that the bottom three "7-segments," are partially missing on segments on the display. Customer reported that the issue can cause the display to misrepresent actual values, (e.g. "0" looks like "8."). Customer also reported that there were no error messages or alarms observed during the issue. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. Some of the bottom led segments remained illuminated constantly. During an internal inspection of the device, contamination was observed on the system board. The system board was replaced with a known good unit and the device functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years prior to the reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.